Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The handle (product ID cev669b) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. The received device pass the electrical tests. No defect was found. Root cause - the investigation did not highlight any defect. This complaint is unrelated to this device. No further investigation is required.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers 2523190-2021-00139: it was reported that the handle cev669b of the forceps had no activation during surgery. The forceps was disassembled after and there was short circuitry. The device was not in contact with the patient; however, the event led to significant increase of surgery time. There was no patient injury.